Event description:
A customer reported to beckman coulter (bec) that their unicel dxc 600 pro synchron system leaked from the top of reagent probe a where the reagent probe tubing connects to the probe. The operator wore gloves, eyewear and a laboratory coat while operating the instrument. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed a leak at the top of reagent probe a. The fse replaced the reagent probe a tubing to resolve the issue. (B)(4).